Event description:
Physician intended to use a launcher device. The device was removed from the packaging as per IFU and inspected with no abnormalities noted. The device was prepped as per IFU. It was reported that a device fragment was loose in the patient. Loose fragment was removed. Lesion being treated was the ostium of the left main, morphology details unknown. No patient injury reported.

Manufacturer narrative:
Results: review of returned device confirmed catheter intact, no part missing. Conclusion: review of returned device confirmed catheter intact, no part missing. (B)(4).

Manufacturer narrative:
Evaluation, results: (inconclusive - investigation in progress);conclusion: inconclusive- investigation in progress. (B)(4).

Event description:
Device evaluation: the launcher catheter was received by the manufacturing facility for evaluation. No missing parts were detected on the returned device, the hub, strain relief, shaft integrity, distal segments and tip were all present and intact. The catheter tip is crushed.